Manufacturer narrative:
Company medical assessment : this case is currently reportable due to puncture causing respiratory hemorrhage. The device was not returned to ekos for evaluation.

Event description:
This is a spontaneous adverse event report received by the company on 23 may 2016. The report concerns an (B)(6) male patient who underwent treatment using ekosonic for a unilateral pulmonary embolism (left side). The patients' medical history included elevated pulmonary pressure, dyspnoea and right heart enlargement. The patient was admitted at the reporting establishment on an unconfirmed date. The patient was intubated, and a 9 fr short introducer sheath was placed under ultrasound guidance with a denali ivc filter. The physician then used a glidewire and a 100cm bern catheter to access the patients left pulmonary artery. Once arterial access was in place, the guidewire was replaced with a 0.35 floppy tip guidewire and the bern catheter replaced with the ekos 12cm x 106cm catheter. The guidewire was then removed. The physician performed a 'small hand injection with approximately 2-3 cc's of contrast' (verbatim). Evidence of 'free floating' contrast (verbatim) was noted, with the contrast also appearing to have entered the patient's airway. The treating physician removed the ekos catheter and anaesthesia and suctioned the 'bright red blood' (verbatim) from the endotracheal tube. Once the tube was confirmed as clear the physician performed a bronchoscopy, which confirmed the presence of no visible puncture site and that the bleeding had stopped. The patient's condition was confirmed as stable throughout the procedure with no drop in oxygen, no cardiac arrhythmias or drop in blood pressure noted. The patient was transferred to the hospital ICU in a stable condition. Initial follow up information received by the company on (B)(6) 2016 confirmed the patient status as 'doing fine' with all vitals confirmed as stable. The reporter stated that the patient was being moved out of ICU on (B)(6) 2016 with plans for the patient to be discharged soon.